Event description:
It was reported the entire system was explanted so the patient could have an MRI. It was noted the system was not replaced. It was further noted there were no patient symptoms reported.

Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# v194790, implanted: (B)(6) 2009. Product type: lead: product ID 748925, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension: product ID 748925, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension: product ID 389033, lot# j0313950v. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient: product ID 389033, lot# j0313950v, implanted: (B)(6) 2003. Product type: lead: product ID 3888-33, lot# v219494, implanted: (B)(6) 2009. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4). No device analysis was performed; the device met risk based criteria. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.